Manufacturer narrative:
(B)(4). The system error 2240 alarm was found to have an undetermined root cause. There was no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) on the home choice (hc) during peritoneal dialysis, dwell 3 of 5. The cause of the alarm was not determined during troubleshooting by the baxter technical service representative (tsr). The tsr had the caregiver (cg) close all the clamps to the bags/patient line/transfer set, cycle the power off/on twice to clear the alarm, and remove the cassette. The tsr advised the cg to dispose of the current supplies attached and either continue with all new supplies or manual bags. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.